Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. It was advised that the customer continue using the pump and contact technical support if the issue reoccurs, which the customer acknowledged and understood.